Event description:
It was reported that pta balloon ruptured at approx 8-10 atm during the first inflation in an upper arm av graft. Upon withdrawal of the catheter, it was observed that the distal portion of the pta balloon had detached within the av graft. Another pta balloon catheter was advanced to secure the detached balloon section within the graft. A snare was then used in an attempt to retrieve the detached portion of balloon. However, it could not be retrieved. During the retrieval attempts, the av graft thrombosed. Later the same day, a surgical incision was made in the graft and the detached portion of pta balloon was removed with hemostats. The following day, a declot procedure was successfully performed. However, a large hematoma was observed in the pt's upper arm after the procedure. The pt is currently experiencing upper arm pain. Dialysis has been resumed.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample has not been returned to the MFR for evaluation to date. The investigation is currently underway.